Event description:
After sheath was inserted, the pusher was utilized to push the filter through the sheath. The pusher got stuck in the sheath and could not push the filter through. The sheath was removed and a different filter (greenfield) was inserted. No sequelae to pt.